Event description:
A representative reported a patient relocated from florida and had been unable to get a physician to manage their pump because they had high doses, and they had a medication cocktail of clonidine, baclofen, and morphine. They stated the pump started alarming a few days prior to the report. The patient tried to go through a home infusion company. They were in the emergency room with signs of withdrawal. The representative was on the way to interrogate the pump. They representative ¿thought the pump was low but not empty¿. The representative later noted that the reservoir read 1.4 ml and they wanted to know how long before the flow rate dropped off, which was calculated to be a little over twenty-four hours. It was discussed that the pump should not run empty. The representative stated the patient was in the hospital for the weekend and they were being monitored. The pump would be dealt with ¿next week¿. It was later reported that the pump had been slowly weaned and the patient was put on oral medications. While the patient did have a small amount of baclofen in their intrathecal pump, it was a pump for pain and not itb. The patient was doing fine by the time they left the hospital. The pump was put at minimum rate and the patient was going to try and find someone to manage the pump.

Manufacturer narrative:
Concomitant product: product ID 8709, lot# j10868r27, implanted: (B)(6) 2001, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
A representative later reported that the medications infused were compounded baclofen, bupivacaine, and clonidine. The cause of the alarm was a low reservoir. The patient moved to an area that did not do many pumps, and they did not find a physician first as they were instructed to do. The representative told the patient's prior representative that his area did not do many pumps, and the couple of physicians that managed pumps would not take a patient into their practice that had a cocktail of three drugs in their pump with "heavy doses and high concentrations". The patient did not talk to these practices before he moved. The cause for the patient's situation was noted to have been his own irresponsibility.